Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. Since the product packaging was not returned and a lot number was not provided, a review of the device history record was unable to be conducted. The device was functionally tested and was found to be non-hermetic, leaking at a rate of 0.2 l/min. Visual inspection of the device revealed a hole in the bladder. The most likely root cause was determined to be excessive pulling/twisting on the tubing during use. The instructions for use (IFU) states: "avoid needles, towel clips, leg holders and other equipment that can puncture or otherwise damage the cuff." The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that the ptc kept alarming and was not holding pressure. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.